Event description:
Report states immediate severe fibrous capsular contractures after bilateral subcutaneous mastectomy and reconstruction with silicone gel breast implants. Within three weeks after surgery (i.e. July 1977) the implants shut down on the medical aspect and also superiorly, causing severe contractures and pain. No symmetrical, severe deformity. Surgical release of spherical fibrous contracture necessary.